Event description:
It was reported that the patient had attended the emergency department (B)(6) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 25.3 mmol/l (455 mg/dl) with ketones of 0.5 mmol/l while wearing a pod. It was reported that a memory corruption error was shown on the patient's personal diabetes manager (pdm). The pod was removed and a new pod was applied. The pdm was switched for a different one provided by the hospital. The doctorr (B)(6) administered a correction dose of 9.1 units of insulin. The patient was discharged after 2.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.